Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The foot section would not go all the way down on the right side as the foot section frame was bent.